Manufacturer narrative:
The customer did not use rack adapters which are required for use with 13 mm. Diameter tubes. Medwatch field has been updated.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter received a questionable high vitamin d total g2 result for one patient sample from the cobas e411 rack analyzer. The initial result was 100.0 ng/ml with a data flag and was reported outside of the laboratory. The repeat result was 20.18 ng/ml. There was no allegation of an adverse event. The reagent lot number was 36669600 with an expiration date of 31-jul-2019.